Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to low blood glucose on october, 2020 with blood glucose level was 17 mg/dl, 20 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated insulin pump was over delivering. Drive support cap was flush. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.